Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: consumer stated when drawing up she noticed the scale markings on barrel were off. Stated, the first line would be positioned at the top and sometimes first line would be lower down on the barrel.

Event description:
It was reported that the relion insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: consumer stated when drawing up she noticed the scale markings on barrel were off. Stated, the first line would be positioned at the top and sometimes first line would be lower down on the barrel.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1284108. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.